Event description:
Report received that a patient expired unexpectedly while the device was in use. The patient was status post cholecystectomy. The surgical procedure was completed at approximately 3:00pm, and the patient was transferred to the recovery room. The patient was ordered to receive pain management therapy post-operatively, and the pca pump was set to deliver morphine 5mg/ml, pca only mode, 1.5mg pca dose with a 6 minute patient lockout and no 4 hour limit selected. It was reported that the patient was in the recovery room for 34 minutes. At some time while in the recovery room, the patient received an unspecified dose of narcan. The patient was transferred to a surgical floor. It was reported that a nurse discovered the patient cyanotic with agonal respirations at 5:15pm. The patient was intubated, defibrillated, and chest tubes were inserted. Resuscitation was unsuccessful, and the patient was pronounced dead at 6:11pm. The customer reports that initial investigation indicates the patient was requesting morphine as ordered when the narcan metabolized and the full sedative effect occurred. There was no report of any pump malfunction or overdelivery. Though requested, no further information was available.